Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that bio identifier (bio ID) was not working. A field service engineer (fse) replaced the bio ID but the issue persisted. Further the fse placed the original scanner back in and rebooted the station resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a bio ID failure. The customer reported that the device displayed the error message ¿bioid requires maintenance.¿ the user had been able to sign in only by using their password, as biometric authentication was not functioning. Troubleshooted with reboot but still issue persist. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.